Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained. (B)(6).

Event description:
Pt was playing a game outdoors, knee gave out, pt fell and fractured her ankle, pt is in the hospital. Pt had x-rays done; no warning signs; the knee gave out & patient fell, resulting in a broken leg. (B)(6).

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Pt was playing a game outdoors knee gave out pt fell and fractured her ankle pt is in the hospital. Pt had x-rays done; no warning signs the knee gave out & patient fell, resulting in a broken leg. (July 27th) the patient was playing a game outdoors and the knee gave out on the patient fell and fractured her ankle. The patient is in the hospital. Patient had x-rays done. Practitioner did not want to provide anymore information on the second gfe.